Event description:
It was reported that the user received an urgent low soon alert after a prior blood glucose rise from approximately 90 mg/dl to 191 mg/dl, which the user associated with consuming candy before bed. The ilet delivered corrective insulin in response. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond routine device use, and successful education on meal announcements and missed meal announcement practices. Investigation included review of device-reported glucose trends and user history, as well as troubleshooting and education. Investigation of this case revealed that the device functioned as designed, with the corrective insulin response following a post-consumption glucose spike; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related glycemic variability associated with unannounced carbohydrate intake and appropriate automated insulin delivery by the system.